Manufacturer narrative:
Additional information: device lot number and manufacture date provided. Correction: product updated to proper value. The suspect instrument was returned to the manufacturer for analysis. The instrument was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the screws for the instrument were stripped. No additional information was provided. There was no patient present when this issue was identified.